Event description:
It was reported that the c-arm was positioned at 90 degrees by tech who left the room and then returned to find the c-arm at 120 degrees, which apparently had auto rotated to that position while unattended. No injury reported. A field engineer was dispatched to the site and determined the rear rotational switch needed to be replaced. Once this was completed the system was working as intended.